Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer's blood glucose reading was 25 mg/dl. Customer stated that she took more insulin than she should have and did not eat as much as she should have during dinner. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).